Manufacturer narrative:
Results: evaluation of the alarm found when the unit is set to voice tone mode, the pre-recorded voice message does not play only a clicking sound can be heard and then the tone plays. This is evidence of a faulty voice chip. The unit passed all other functional testing. There is battery leakage on the battery contacts which can cause functional issues to the alarm per the alarm's instructions for use. See scanned page. (B)(4).

Event description:
The customer reported when the alarm is set to voice and tone mode, the voice is not heard. The customer discovered it was found during set up but did not provide the date of the event. No patient incident or injury was reported.